Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation results: the shaver handpiece was received and evaluated. The investigation found that the shaver handpiece did not function properly due to reed switch failure. A corrective action has been implemented for this failure mode. This failure mode will continue to be monitored.

Event description:
The customer reported that during use in a shoulder arthroscopy procedure the console displayed a torque limited error message and the shaver handpiece would not operate. The facility's attempts to get the equipment to operate with other devices was unsuccessful. As a result, the surgeon was unable to complete the surgery. At this time, the pt is reported to be doing fine and it is unk if the pt will require an add'l surgery.